Event description:
Caller reported a tandem mobi cartridge alarm that occurred during pumping. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. Tandem technical support confirmed the alarm and arranged to replace the pump. The customer will continue using the current pump until the replacement arrives.